Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d9: device returned to MFR - correction - should be blank - inv created in error d9: date device returned - correction - should be blank - inv created in error h2 type of follow up: - correction h6 ¿ correction h10: corrected data and for the h6 codes I use 4114, 3221, 4315.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4),

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.